Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implanted neurostimulator (ins) regarding a patient who was implanted with an implanted neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that around (B)(6) 2018, the patient stopped feeling stimulation and could not communicate with the recharger when they went to recharge. They last recharged sometime during the first few days of (B)(6) 2018. On (B)(6) 2018, the patient programmer displayed the poor communication screen. The patient had not had any recent medical tests or procedures and hadn't gone through any metal detectors. The patient was redirected to see a doctor to have their device checked. No further complications were reported or anticipated.